Manufacturer narrative:
B5 updated with additional information.

Event description:
Additional information received confirming no blood products were given and patient remains on support.

Event description:
It was further reported that the patient requires one dressing change per shift due to continual oozing from surgical site. Unknown if blood products have been received.

Manufacturer narrative:
Additional information received from the clinical site and the following was updated based on the new information; b1, b5, h1, h6. Corrections: d4 UDI information and e4 was inadvertently omitted on the initial manufacturer device report

Manufacturer narrative:
B5 and h6 codes updated with additional information. The investigation was completed and no device was returned. Investigation summary: placement signal issue: since neither product nor data logs were available for investigation, the cause of the placement signal issue could not be determined. Access site adverse event/minor bleed: since limited clinical details were provided and product wasn't returned for investigation, the cause of the access site adverse event/minor bleed could not be determined. False alarm: since neither product nor data logs were available for investigation, the cause of the false alarm could not be determined. Low pump flow: since neither product nor data logs were available for investigation, the cause of the low pump flows could not be determined.

Event description:
Additional information: multiple suction alarms. Potential sensor malfunction. Patient in stable condition.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Additional information received for d6 explant. Section d catalog number was corrected.

Event description:
The user facility reported a 52-year-old male on an impella 5.5 due to cardiomyopathy. During support, occasional false placement signal low alarms occurred. The impella 5.5 was checked under echo and measuring 4.5-5 cm from av annulus. Some placement signal low alarms self resolved and others did not. Customer disabled audio for placement signal low alarms and will continue frequent reassessments for correct positioning. The patient remains on support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: e2403, f26, were omitted per a review of the complaint file.